Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, one day post implant, the patient experienced back and chest pain and on the second day post implant the patient presented to the emergency room where it was noted they experienced perforation and pericardial effusion. It was further reported that the right ventricular (rv) lead dislodged and exhibited intermittent undersensing, high thresholds and would not pace at high output. The lead was programmed off, the patient was taken back to surgery for a pericardial window the lead was revised. No further patient complications have been reported as a result of this event.